Event description:
It was reported that the patient occasionally experienced a shocking/jolting sensation when the implantable neurostimulator (ins) wa s turned on. It was also reported the patient experienced stimulation in the wrong location. When the manufacturer¿s representative attempted to check impedances on the day of report, it was found the ins was overdischarged and impedances could not be measured. The ins was in overdischarge because, the patient ¿got no relief¿ and did not charge the device. It was noted that a different manufacturer¿s representative attempted to reprogram the ins previously but ¿it made no difference for the patient.¿ it was reported, the patient experienced less than 50% therapy relief at the lead sites. The ins and leads were explanted on 2014 (B)(6). Additional information reported that the patient was ¿doing great¿ after explant. The device was to be returned to the manufacturer. If additional information is received, a follow up report will be filed.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3550-39; product type accessory product ID 3550-39; product type accessory. (B)(4). Results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that the ins battery had a reduced capacity due to overdischarge. The complaints regarding the ins "patient occasionally experienced a shocking/jolting sensation when the implantable neurostimulator (ins) was turned on" were tested and functioned properly. Analysis of the lead with serial/lot # (B)(4) found that there was no significant anomaly/the lead body was cut through and body segmented. Analysis of the lead with serial/lot # (B)(4) found that there was no significant anomaly/the lead body was cut through and body segmented. Analysis of one anchor product ID (B)(4) found that the anchor had cut silicone. Analysis of the other anchor product ID (B)(4) found that there was no anomaly.